Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) and dilated right atrium for a triclip procedure. During the procedure, clip failed first lock check and clip opened to 60 degrees. Clip was closed and locked check was failed again. Clip was unlocked, opened to 10 degrees, locked, closed and then lock check failed again. The actuator knob was tightened and the clip opened when coming back to normal. It was unlocked again and opened to approximately 100 degrees and the lock check was failed again. Device was removed from the patient successfully and another clip was implanted. All steps were performed as per IFU. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.